Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 29 mg/dl and loss of consciousness; cause of bg was not known. Customer required assistance from spouse and paramedics to administer nasal glucagon powder. Customer received intravenous fluids of saline to address bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.